Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tube came out from where it was connected to the body (detached), although the tube from the pump was connected. Reportedly, the patient had high blood glucose levels of 250 mg/dl, as the insulin was not being delivered. The site location was his abdomen. They are unsure if there was any stress or pull on the tubing and were also unsure if the pump was dropped with the set connected to their body. No further information available.